Event description:
It was reported that the device exhibited a positive supply background test. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the right plunger case cracked, plunger head contaminated, bottom case cracked, and top case cracked on left front corner. The event history log confirmed ¿system failure: force sensor test¿, ¿system failure: positive supply bgnd test¿ occurred. Functional testing was unable to replicate the reported issue; the positive supply count was within specification. The root cause was unable to be determined; no device problem was found. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.